Event description:
It was reported that during the night of the event, an ami patient was rushed in for a stent procedure. After the stent was deployed, the balloon would not deflate and the patient began getting chest pains and was ischemic. During the first deflation attempt the balloon deflated a little; however; the next two balloon deflation attempts were unsuccessful. On the fourth attempt, the balloon deflated and the patient's symptoms disappeared and the procedure was completed.